Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to have damage on the electrode end during a device change-out for normal battery depletion. The lead was partially capped and abandoned. A new lead was not implanted. There were no adverse patient effects.

Event description:
Additional information was received that the proximal part of this lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the portion of this lead that was returned was thoroughly inspected. The allegation was that there was damage on the electrode end. This portion of the lead was not returned. Damage to the electrode end could not be confirmed.